Event description:
It was reported in an article that a total of 44 patients underwent balloon kyphoplasty procedures (bkp) in a 9 month period to treat osteoporotic vertebral compression fractures. This group (group a) was compared to 81 cases of clinical trial subjects that underwent bkp to treat ovcf (group b). The article describes indications, intervention time, surgical technique, treatment effects, influences on qol, and complications and their prevention for bkp surgery for ovcf. It was reported that "cement leakage from the vertebral body during bkp surgery" was observed in (B)(6) for group a and in (B)(6) for group b. According to the article, "all the cases were asymptomatic, and leakage into the disc or adjacent vertebra". Also, "the leakage rates were examined strictly with CT". No further information was reported. The type of cement used was not specified in the article.

Manufacturer narrative:
Literature citation: daisuke togawa, yukihiro matsuyama. "Balloon kyphoplaty for osteoporotic vertebral fractures". Mon book orthop 2013. Group a = mean age, (B)(6) years (range, 49 to 92 years). Group b (clinical trial) = mean age, (B)(6) years. Group a = 37 females, 7 males. Group b = 64 females, 17 males. Event date is unknown. (B)(4). Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4)